Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast reconstruction primary with mentor memorygel, 650cc silicone prosthesis experienced complications including right-sided capsular contracture grade iii, local reaction, and symptomatic rupture, which was confirmed by MRI. Additionally, she developed a wound infection on the left side post-operation. As a result of these complications, the patient required bilateral removal surgery, which was performed on (B)(6) 2025, with the report focusing on the issues related to the left side.

Manufacturer narrative:
Per additional information received on july 15, 2025, the patient underwent right sided capsulectomy, unilateral replacement with allergan prosthesis, and fat injection to the left implant. Manufacturer¿s reference number: (B)(4).